Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of an open osteotomy of the 1st and 5th metatarsal where the devices were used for closing using the interrupted suturing technique, the incision lines were extremely inflamed. The tissue was damaged. Antibiotics were used to resolve the issue.